Event description:
The following information was received from (B)(4) and is a spontaneous report from a consumer in the USA with supplemental information from a nurse of peritonitis in a patient coincident with dianeal unknown therapy. The caretaker stated that on an unknown date in (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized. The caretaker stated that the patient was discharged from the hospital on (B)(6) 2012. It was unknown what caused the peritonitis. The caretaker stated that the patient recovered. The nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h11k13024 and h11j30020. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.